Manufacturer narrative:
No product was returned for investigation. Thrombocytopenia: the cause of the thrombocytopenia was not determined due to insufficient clinical details. H6 codes have been updated to reflect investigation closure. B5: narrative updated to include device was explanted and the patient entered home hospice. The revised b5 provides a complete event narrative. D6b: explant date added.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that prior to impella 5.5 support, the patient presented to the hospital with decompensated heart failure and cardiogenic shock. The patient was started on inotropes, and an intra-aortic balloon pump was placed. The decision was made six days later to escalate the patient to an impella 5.5 to rehabilitate the patient and bridge the patient to a heart transplant or a durable left ventricular assist device (lvad). It was reported that during impella 5.5 support, the patient experienced heparin induced thrombocytopenia (hit) confirmed by serotonin release assay. Heparin was discontinued and the patient was started on argatroban. The patient also received plasmapheresis for hit. The patient had plasmapheresis a total of three times performed every other day. Due to hit, the patient was rejected as a lvad candidate. The patient is now on a do not resuscitate order and is in palliative care. The patient was weaned and explanted to enter home hospice.

Manufacturer narrative:
A.6 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that prior to impella 5.5 support, the patient presented to the hospital with decompensated heart failure and cardiogenic shock. The patient was started on inotropes, and an intra-aortic balloon pump was placed. The decision was made six days later to escalate the patient to an impella 5.5 to rehabilitate the patient and bridge the patient to a heart transplant or a durable left ventricular assist device (lvad). It was reported that during impella 5.5 support, the patient experienced heparin induced thrombocytopenia (hit) confirmed by serotonin release assay. Heparin was discontinued and the patient was started on argatroban. The patient also received plasmapheresis for hit. The patient had plasmapheresis a total of three times performed every other day. Due to hit, the patient was rejected as a lvad candidate. The patient is now on a do not resuscitate order and is in palliative care. The patient remains on impella 5.5 support.